Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing using the device and a green cartridge, the stapler fired partially and returned back to the home position without the use of the reverse button. Some staples were delayed but the sled only advanced about a quarter of the way. To complete the case, they got a new reload and kept the stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n57d54 the analysis found that one plee60a device was returned with no apparent damage and with a gst60g cartridge present. The cartridge reload was received partially fired 1/3. The device was tested for functionality with a test cartridge reload and fired normally on test skin. To simulate thick tissue stress, the device was clamped and fired on thick foam rubber. The failure could not be replicated. The device was disassembled. Upon disassembly, the frame a and frame b were found to not be pressed completely. It is not known if this caused the event. Additionally, the slide lever had drag marks on slide lever where it may have been rubbing on drive bar. The drive bar contains recessed ejector pin witness marks that may contribute to drag between these components. Drag spring was confirmed present. This issue will be monitored. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.